Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised patient's mother to uninstall and re-install g5 application; and re-pair with transmitter, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/05/16 and confirmed the reported loss of connection. No additional patient or event information is available.